Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the pump eroding through the scrotum. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the pump eroding through the scrotum. There were no additional patient complications reported.

Manufacturer narrative:
A2 age at time of event, h6 evaluation conclusion codes, and h10 evaluation conclusion codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.